Event description:
It was reported that patient's stiches broke down, poked through the patient's wound, and that the generator was exposed. Patient recently had generator replacement surgery. It was later reported that patient had a full revision a month after replacement surgery due to the wound. The generator was placed on the right side. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was later reported that the physician moved the generator medially, but it remained on the left chest and on the left vagus nerve. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No other relevant information has been received to date.

Event description:
It was later reported that the device was explanted for infection. Infection was not previously reported, the device had been reported explanted due to extrusion only. This event meets a historical data analysis for infection events related to vns surgery. No other relevant information has been received to date.